Event description:
This is a report of a patient who passed away coincident with automated peritoneal dialysis (apd) therapy. The cause of death was unknown. It was reported that the patient passed away suddenly at work. Apd therapy was ongoing until the time of death. It was not reported if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported issue. An event history review log was performed and there were not any keystrokes, programming, or use related events that would indicate and/or contribute to the problem. A visual inspection and functional testing were performed and no abnormalities were noted. A one hour simulated therapy was performed with no issues. There was no non-conforming product identified related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.